Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the reported problem. Review of the ventilator diagnostic log history indicated a vent inop occurrence due to an exhalation motor error. The service technician replaced the exhalation motor controller pcb board to address the finding. Applicable final testing was completed and passed per operating specifications.